Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she took a bolus and a no delivery alarm twice on the insulin pump. Customer stated that she changed the set and now the problem seems to be resolved. Customer's blood glucose was 217 mg/dl. Customer was advised that replacements will be sent.